Event description:
The initial reporter stated that they had observed air in the filter and administration set. They stated that they noticed this approximately ten minutes after starting the infusion. Mmd did follow up with the initial reporter and they stated that the patient had not experienced any adverse effects due to the complaint. No further information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.